Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call moisture damage. Customer thought they saw an air bubble inside the insulin pump. Customer was advised that the piece that keeps the reservoir into the insulin pump has been removed and caused all the insulin to go into the reservoir compartment. Customer advised they pulled out the plunger which they should never do. Customer was advised to unscrew the plunger and not pull it out. Customer changed their set for the first and put the reservoir in without the o-rings. Customer was able to pass the self-test. Customer was advised to change out the set and reservoir and ensure that the tubing connector and reservoir are dry. Customer was advised to monitor the insulin pump and call back if they experience any other issues.